Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus). The suspected cause of the patient symptom is the device size/location. A revision surgery was performed and the device was successfully removed and replaced. A full recovery is expected for the patient.